Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported receiving a ¿replace sensor¿ error message while wearing the adc freestyle libre 2 sensor. As a result, the customer was unable to obtain sensor scans and experienced a loss of consciousness. The customer was treated with glucagon injection and baqsimi 3mg powder inhalation by a third-party. There was no report of death or permanent injury associated with this event.